Event description:
The customer alleged the audible alarm failed to activate during pre-pt operation checks. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not reproduce the malfunction. The customer support engineer replaced the display controller "pcb" as a precaution. The unit passed extended self testing. It is not verified that the unit failed to alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.